Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that the safety device detached from the needle causing the needle safety mechanism to not work as it should. Additional information has been requested and not received. No adverse events reported at this time.

Event description:
Additional information received: according to the reporter, the patient experienced no adverse health outcome and received no additional medication treatment due to the reported incident. It was reported that no needle stick occurred. The reporter stated that the reported event was resolved.